Manufacturer narrative:
Device not returned for evaluation.

Event description:
The consumer heated his bed buddy for about 1 minute and 15 seconds in an 1,000 watt microwave, and it over heated. No injury to end-user, as product was still in microwave at the time the event had occurred.